Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was obtained. In addition, a worn-out back cover packing was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head display color bars only. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was confirmed and the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.